Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that after the catheter was in one month, the catheter pulled out of patient's skin including cuff which should be underneath the skin. Patient involved without injury.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Although the sample was not returned, a photo was provided by the customer. A catheter inserted in a patient can be noted on the image. However, the details are not clearly visible and therefore no defects can be determined. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Do not use a sharp, jerking motion or undue force; this may tear the catheter. Free the cuff and surfaces from the tissue prior to removal. The evidence provided is not enough to relate the reported event to the manufacturing operations, since the event description states that the catheter functioned as intended for one month. Based on all gathered information, it can be concluded that the event reported was caused during use. With the available information, the most probable root cause could be attributed to the placement method. The catheter migration was more likely caused due to excessive force or jerking motion. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual and dimensional inspection and 100% assembly final inspection respectively, which would identify defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.